Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases and an opening on the patch. A leak test and microscopic analysis were performed which identified a sharp opening, a crack opening on the valve, and wear abrasion. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the patch due to an unidentified tear opening, and a cracked valve seat diaphragm valve. Reason for reoperation: deflation.

Event description:
Device has been explanted.